Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d1, d2, d2b, d4 (lot, catalog, UDI), d11, g5, and h4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary implanted on (B)(6) 2015,reason for revision: pain in pelvis, associated with acetabular cup screw. Post corail/pinnacle coc thjr (B)(6) 2015. Surgeon suspects patients complaint of pain is secondary to irritation from acetabular cup screw. Plan to remove ceramic liner to access screw, remove screw and replace liner and head. Screw removed and new ceramic liner inserted. Lima bioball head utilised. Patient outcome: normal post thjr recovery expected. Impacted products: 136536320; ceramic head 36 +5 - discarded, 121881752; pinnacle ceramic 36/52 liner- discarded, unknown pinnacle screw - discarded, 3l92509; corail std 9 non-collared - still implanted, 121732052;pinnacle sector gription 52 shell - still implanted.